Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late and infection (late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture, seroma-late and infection (late onset). Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side no complaint against the device. Later patient reported "an overall feeling of unwellness and tiredness accompanied the swelling , reached my collarbones and protruded out of the right hand side", " swelling in right breast", " the swelling, tiredness, tenderness and general unwell feeling came back", "an aspiration of the fluid", "antibiotics had worked to get rid of the infection" , "both my implants were almost certainly ruptured because the latest ultrasound indicated 'snow storming' to the implants." The device has been explanted.